Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered and the right ventricular (rv) lead exhibited oversensing and noise. It was also noted by the physician that there was a "very narrow gap" between the patient's clavicle and upper coastal arch. The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the lead was received, analyzed and device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted on 2015 (B)(6) the ventricular sic counts were up to 104 and there were non-sustained ventricular tachycardia (nsvt) episodes with evidence of lead noise oversensing. It was noted a right ventricular lead integrity alert occurred on 2015 (B)(6) due to the sensing integrity count being greater than 30 in 3 days and 2 or more high rate nsvt episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.